Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer had a problem changing the infusion set prior to the event. The customer felt nauseous and was vomiting. Troubleshooting was performed. The programming and histories were correct. Ran a fixed prime and passed. A tubing clamp was not available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.